Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a user of a sigma spectrum device programmed an infusion of cardizem using the variable setting and manually entered an incorrect concentration. The event occurred in the cardiac intensive care unit on a (B)(6) year old female patient with a diagnosis of rapid atrial fibrillation. An infusion of cardizem was initiated at 10:50am and programmed by the user as follows: variable feature selected, cardizem dose: 5mg, concentration: 5mg/125ml, rate: 5mg/hr(125ml/hr). The intended prescribed concentration of cardizem is unknown. The lower soft limit set in the mdl at the time of the event was 0.1mg/ml (1ml/hr) . At 11:36am, (46 minutes after the start of the infusion) there was a significant change in the patient status with a precipitous decrease in blood pressure. The blood pressure readings at the time of the event are unknown. It was discovered that there was approximately 20-25ml of fluid volume in the IV bag at that time. The patient became hemodynamically unstable with the drop of blood pressure. The rapid decline in the patient's condition indicated the need for emergency medical intervention. The cardizem infusion was discontinued; emergency medications (undisclosed) were given via IV manual administration and the patient's condition continued to decline despite the medical intervention provided. The patient was immediately transferred to the cardiac catheterization lab for pacemaker wire placement, the patient's condition continued to deteriorate and progressed into cardiopulmonary arrest. Cardiopulmonary resuscitation was performed which was unsuccessful and the patient expired. The customer stated that the user was new to the use of the variable feature in this master drug library and the incorrect concentration programmed into the device strongly influenced the patient outcome.